Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix screw would not deploy. The physician made several attempts and decided to implant a new lead. No patient complications have been reported as a result of this event.